Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced crimped cannula event on (B)(6) 2025. The blood glucose level of the patient was almost 230 mg/dl. The site was patient's lower back. The issue occurred on first day and infusion set was used for few hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: colombia.